Event description:
N/a

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the pressure and vacuum regulators were not up to standard and the pressure and vacuum hoses were worn off. Additionally, the safety disk was expired. The fse replaced the vacuum and pressure tubing assemblies, drive regulator, pu tubing and pneumatic fittings. The expired safety disk will be replaced as well. The unit passed all functional and safety checks to factory specification.

Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that pre use check, cardiosave intra-aortic balloon pump (iabp) autofill failure. There was no patient involvement.